Manufacturer narrative:
Following DHR review and device testing a quality control deficiency was found. The issue was addressed in accordance with the moog medical quality system.

Event description:
Pharmacy compounding & pharmacist staff visualized sterile solutions leaking from the proximal connection joint of the tubing and the air eliminating filter. This leakage appeared to be approximately 1 drop every 3-5 seconds with light pressure applied to the bag. No injury to a patient was reported. (B)(4).